Event description:
It was reported that there were high thresholds due to a micro-dislodgement of the atrial lead. During the repositioning attempt, the physician noticed a break in the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.